Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). <(>&<)> the previously checked recall, notification and correction number are no longer applicable to this event.

Event description:
Additional information received reported the device delivered gablofen. The patient's last refill had been on (B)(6) 2014. The motor stall did recover. In review of the logs, there was a motor stall and motor recovery on (B)(6) 2014. The pump was stalled for less than 2 hours. The patient had called the office on that date as she heard the alarm. She had not undergone a MRI. There were no further incidences of the alarm sounding after that date and there was not more than one stall noted in the logs. The patient hadn't been around any devices that she was aware of that may have caused the motor to stall. The health care provider (hcp) instructed the patient to let the hcp office know if she heard her alarm again or if she had any underdose or overdose symptoms. In terms of what actions were taken, the patient was being monitored for withdrawal symptoms or further alarms. The patient was at the time of this supplemental report doing well with no issues or complaints since the incident and was receiving effective therapy.

Event description:
A false motor stall and telemetry state related to an MRI were reported. The issue was not resolved, and the cause of this issue was not determined. It was unknown if the stall recovered. No patient symptoms or complications were associated with this event. The pump contained baclofen.